Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 4.2 failed and required maintenance. A field service engineer found no failures on main drawer 4-2 upon arrival, likely due to the intermittent nature of the issue. Upon inspection, the engineer discovered that the row board header connection was loose on both drawers 4-2 and 4-1, even after reseating the connectors on the drawer boards. The engineer then removed and replaced the row board cables on both half-height drawers and tested the system using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 opened and dispensed the medication, but after being closed, it flipped back open and failed the cubie while pulling the medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.